Event description:
It was reported that the patient presented to the clinic with hiccups. It was suspected that the lead had dislodged. During the lead revision procedure, it was confirmed that the lead was dislodged and insulation abrasion damage was noted. The lead was successfully removed and replaced. The patient was in a stable condition.

Event description:
New information noted that the atrial lead was not replaced.